Event description:
It was reported that, during implant testing, the subcutaneous implantable cardioverter defibrillator (s-ICD) had difficulty converting the induced arrhythmia. It was noted the device was unable to correctly interpret the t markers because of the underlying noise signal that created n markers when it was supposed to be t markers. The episode was not declared, and multiple external shocks were delivered which were unsuccessful. Finally, it took multiple external shocks to convert in which the patient had to be resuscitated and was hospitalized. Shock impedances during that time measured 150 ohms. X-rays were obtained. Device data was sent to technical services for review. The device was re-programmed and currently remains in service. No additional adverse patient effects were reported.